Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Patient reported a left side rupture (confirmed with CT scan). Healthcare professional later reported "rupture and small amt extracap fluid." Device has been explanted.

Event description:
Patient reported, a left side rupture. (Confirmed with CT scan). Healthcare professional, later reported, "rupture and small amt extracap fluid". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side rupture (confirmed with CT scan). Healthcare professional later reported "rupture and small amt extracap fluid." Device has been explanted.